Event description:
It was reported that signal loss over one hour occurred. Data was received for evaluation. However; the alleged product is not present within the investigation window. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
Cmpl- (B)(4).